Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead crossed valve, into the right ventricular outflow tract (rvot) and screwed out into lower septal wall. Pacing system analyzer (psa) test was performed and loss of capture (loc) was observed. A few seconds later, the patient flatlined to asystole and coded. Resuscitation through chest compressions were performed and heart activity was successfully achieved. The physician placed a temporary pacemaker device and completed the procedure with acceptable threshold readings. The patient was taken to intensive care unit (ICU) on a ventilator. No additional adverse patient effects were reported. This rv lead was returned to facility for analysis.